Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Battery door and right plunger case were cracked. Left plunger case has broken screw boss. Multiple check syringe flange sensor errors were found in the history. Technician was unable to duplicate check syringe flange sensor at syringe test and passed flange sensor test. No problem was found on flange assembly. The root cause of the reported issue was found to be customer must have loaded the syringe incorrectly. Repair was not needed per customer reported problem due to no problem was found on syringe flange. Performed preventive maintenance and all functional testing which passed.

Event description:
It was reported that the plunger not working occurred. No patient injury was reported.